Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy and has a portable charger in hand.